Event description:
Contact reported the doctor was adding iliac screws to a previous l4-s1 expedium construct. Doctor prepared hole to a depth of around 90mm. We had 9mm x 80, 95, 100mm bolts available. He chose the 9 x 95mm bolt. Doctor did not tap hole. As he was inserting bolt the t20 tip broke off as bolt was reaching its depth. Doctor was ok with screw placement and left broken tip inside screw to be covered by the rod. As an unintended portion of the device was left in vivo an MDR is filed to document this event.

Event description:
Follow up report.

Manufacturer narrative:
Driver was not returned for evaluation. The age and condition of the device is not known at this time. It was reported that the surgeon was attempting to place a large screw without tapping the bone. This appears to have placed atypical force on the driver during screw insertion which resulted in material fatigue.

Manufacturer narrative:
It was reported that the surgeon was attempting to place a large screw without tapping the bone. This appears to have placed atypical force on the driver during screw insertion which resulted in material fatigue. Visual examination shows distal tip broke in torsion. Breakage appears to be due to the application of atypical force on the driver during use.